Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed the width plates were loose due to wear on the screws. Tech replaced the screws, the unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 foreign country: (B)(6).

Event description:
It was reported that during surgery, the width plate became loose. There was no patient harm/injury. There was no surgical delay. There was no unexpected medical intervention. There was no additional surgery required. Another device was used to complete the surgery. Due diligence is complete, no further information is available.